Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin transmission with episodes of non-sustained rv oversensing. Far p-wave oversensing was noted. Programming changes were made. The patient will continue to be monitored.